Manufacturer narrative:
Product analysis: analysis was able to confirm the customer comment that the epg screen was damaged, the liquid crystal display (lcd )was bleeding. It was also identified that the output connectors and upper and lower case halves were broken. The keypad window was scratched the main seal was broken. A battery eco shorting bar was identified. Both wires on the lcd were pinched. All found defective parts were replaced and all other identified issues were resolved. The device passed all final functional tests. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the external pulse generator (epg) has screen damage. The epg was returned for analysis. There was no patient involvement.